Manufacturer narrative:
Date sent to the FDA on: 2/1/2008. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg record was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2008-00057. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a sling procedure and an anterior repair in 2007. The following month, the pt experienced chest pain and was admitted to the hosp for suspected pulmonary embolus. The pt was treated with subcutaneous heparin injections until a perfusion scan of the lungs was performed. The diagnostic imaging was inconclusive and the heparin injections were discontinued. No further treatment was given.